Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for follow-up in clinic, high, out of range, ventricular lead impedance was observed. The device was reprogrammed and the patient was monitored. Later, high impedance was observed again. Device was replaced but the problem persisted. Then, the lead was explanted and replaced. The issue was solved. There were no adverse consequences to the patient.